Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir of insulin pump had over delivering insulin due to low blood glucose value. The customer was hospitalized due to low blood glucose on (B)(6) 2021. The customer treated with food and glucose tablets for low blood glucose. The reservoir will not be returned for analysis.